Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing in the lab. During functional testing it was noted that the controller's front panel lcd display pixel intensity was slightly lower.  A small adjustment to the trimming potentiometer (rv1) increased the intensity of the display characters. However this had no negative impact on the overall functionality of the controller or the front panel lcd module. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The following warnings are included in the IFU for "no alarm sound": always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a display defect on the controller, the led was hard to read. It is stated that there was no trauma to the controller and the patient did not have any alarms. The controller was exchanged at the clinic with no reported consequences or impact to the patient. No additional information provided.